Event description:
The customer reported failed american proficiency institute (api) proficiency testing for two (2) out of five (5) intact parathyroid hormone (ipth) samples on the aia-900 analyzer. The customer¿s api failed for sample ias-11 with result of 146.0 pg/ml (acceptable ranges 102.1 pg/ml ¿ 140.0 pg/ml) and ias-12 with result of 201.0 pg/ml (acceptable ranges 142.0 pg/ml ¿ 190.7 pg/ml). The customer retested the samples and result was still high out of range. The customer confirmed quality control (qc) was within range at the time of proficiency testing, however, during troubleshooting, tosoh technical support specialist (tss) sent multi analyte controls (mac) to confirm current functionality of the analyzer. Tosoh qa laboratory passed all five (5) proficiency samples. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
The technical support specialist (tss) followed up with the customer and confirmed the multi analyte controls (mac) run were within the intended ranges. Tss provided the customer with recommendations on proper sample handling processes. The customer performed routine maintenance on the analyzer and the aia-360 analyzer was confirmed to be functioning as expected. The customer did not have any more samples for retest, hence no additional information was provided. Tss could not determine the cause of the reported event. No further follow up or actions required from tosoh. A 13-month complaint history review and service history review for similar complaints was performed for serial number: (B)(6) from 02sep2023 through aware date 02oct2024. There were no similar complaints identified during the search period. The intact pth analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of goat polyclonal antibodies for diagnosis or therapy may contain human anti-goat antibodies. Such specimens may show falsely elevated values when tested for intact parathyroid hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported failed api samples was not determined, cause not established.